Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibit mild devitrification; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, at 160,185 joules and 3:49 minutes used, detached metal hub was noted. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.